Manufacturer narrative:
The unit passed the displacement test and excessive no delivery test. The unit alarmed motor error during the basic occlusion test and the compromised force sensor system error alarm occurred during the prime test at 4lbs due to a faulty gold force sensor resistor. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked reservoir tube window, and a cracked case at the reservoir tube window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that the insulin pump alarmed motor error and compromised force sensor system error during priming. The customer's blood glucose level was 120 mg/dl. The customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's device was replaced, and was informed to return the product for analysis.